Event description:
It was reported the patient¿s implantable neurostimulator (ins) was implanted on (B)(6) 2013. Manufacturer records indicated the patient¿s ins had a use before date of (B)(6) 2013. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).